Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had storage space failure. A field service engineer (fse) found that the full-height storage drawer 6, cubie a3, was not detected on the bus. As it was a legacy full height drawer, a replacement was required. The legacy drawer was removed and replaced with a new enhanced full-height drawer. The storage space was successfully recovered, tested in the hardware testing application, and verified by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m6-a3 was failing to release and stuck on bus the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.